Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error while changing the infusion set out and rewinding the device. Troubleshooting was performed. The caller stated that the drive support cap is flush. The device was not exposed to a high magnetic field. Reviewed the alarm history and found no reservoir, motor error, low reservoir, and battery alarms. Assisted the caller to run a displacement test and passed. Advised the customer that the insulin pump would be replaced. No further information was provided.